Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she passed out and went to the hospital. Customer's blood glucose was over 600 mg/dl. Customer's blood glucose at time of call was 213 mg/dl. Customer was off the device while in the hospital. Customer declined troubleshooting. Customer will not be returning the device for analysis.